Event description:
It was reported that the pt was suddenly only able to hear noise through his speech processor. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has been explanted and it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.